Event description:
It was reported that dissection and hematoma occurred. In (B)(6) 2025, the subject presented with stable angina and underwent percutaneous coronary intervention (pci). Balloon angioplasty in the mid left descending coronary artery (lad) was performed using a 15mm x 3.25mm wolverine coronary cutting balloon. Pre-procedure stenosis was 95% with timi flow ii. Up front atherectomy was performed due to heavy calcification. A 3.50mm x 38mm synergy des was deployed in the proximal lad and post dilated with a 3.5mm x38mm non-compliant balloon at 20atm. A distal edge dissection and distal hematoma was noted post stent deployment and an additional 3.50mm x 12mm synergy des was deployed in the mid lad. Post-procedure stenosis was 0% with timi flow iii. The subject was discharged same day, and the event was resolved.

Event description:
It was reported that dissection and hematoma occurred. In february 2025, the subject presented with stable angina and underwent percutaneous coronary intervention (pci). Balloon angioplasty in the mid left descending coronary artery (lad) was performed using a 15mm x 3.25mm wolverine coronary cutting balloon. Pre-procedure stenosis was 95% with timi flow ii. Up front atherectomy was performed due to heavy calcification. A 3.50mm x 38mm synergy des was deployed in the proximal lad and post dilated with a 3.5mm x38mm non-compliant balloon at 20atm. A distal edge dissection and distal hematoma was noted post stent deployment and an additional 3.50mm x 12mm synergy des was deployed in the mid lad. Post-procedure stenosis was 0% with timi flow iii. The subject was discharged same day, and the event was resolved.

Manufacturer narrative:
The device was not returned to the complaints investigation site for analysis. Media was provided and reviewed. The review concluded that the available images are consistent with the observation of a distal stent edge dissection with hematoma. Without any further information and/or images, it is not possible to draw any conclusion on the possible mechanism and correlation to the device(s). Vessel injury (including dissection, perforation, rupture or trauma) and or hematoma are listed as potential adverse events in the instructions for use.